Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts haven been unsuccessful. Thrombosis and hemorrhage are known inherent risks of mechanical thrombectomy procedure and is documented in the solitaire instruction for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the solitaire device occurred during the treatment procedure. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. However, the exact cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿outcomes and prognostic factors after emergent carotid artery stenting for hyperacute stroke within 6 hours of symptom onset¿ yoon w1, kim bm, kim dj, kim di, kim sk. Neurosurgery. 2015 mar;76(3):321-9. Doi: 10.1227/neu.0000000000000610. There was one failed procedure because of an acute in-stent thrombosis that was resistant to IV glycoprotein iib/iiia inhibitor (abciximab, 0.2 mg/kg) administration. There were also 4 cases of symptomatic intracranial hemorrhage (sich).